Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges lung disease.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.